Manufacturer narrative:
There is no additional information available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequently, it was reported that the lead was capped and surgically abandoned, and replaced with another manufacturer's lead. The patient passed away 4.5 months after the lead replacement procedure; there were no allegations or evidence that the lead was associated with the patient's death.

Event description:
Boston scientific received information this implantable lead had fractured. A lead revision procedure is to be performed where the lead is to be cut and capped. There were no additional adverse effects reported. As of today, the lead remains in service.